Event description:
It was reported that the home patient (hp) had a high drain 104 alarm on the homechoice (hc) during drain 4 of 4, while the hp was connected. The technical service representative (tsr) reviewed the hc programming and the therapy log. As a result, the tsr explained that the hp drained 4073 ml in drain 4 and the prescribed fill volume was 2000 ml. The care giver (cg) stated that different dianeal solution strength (the red and green bags) were used in the past three days. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed the reported issue of a high drain alarm. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. Internal / external inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the product family will be conducted. A follow-up will be submitted if relevant information is received.